Event description:
This report summarizes 37 malfunction events in which the device had paint chips missing. 37 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 37 previously reported events are included in this follow-up record. Product return status: 37 devices were evaluated in the field.

Event description:
This report summarizes 37 malfunction events in which the device had paint chips missing. 37 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 35 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 37 reported events are included in this follow-up record. Product return status 2 devices were received. 33 devices were evaluated in the field. 2 device investigation types have not yet been determined. Event confirmation status 35 reported events were confirmed. Evaluation results 35 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 35 events were reported for this quarter. Product return status: 33 devices were evaluated in the field. Event confirmation status: 35 reported events were confirmed. Evaluation results: 33 devices were found to be affected by missing paint chips. 35 devices were not labeled for single-use. 35 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device had paint chips missing. 35 events had no patient involvement; no patient impact.